Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent birth control. Following the essure procedure, plaintiff experienced severe pain, infections, heavy bleeding, and migraines. In 2015, her physician advised her that the device had migrated. Company causality comment: this spontaneous case report refers to a female plaintiff who experienced heavy bleeding and infections (interpreted as genital haemorrhage and pelvic infection respectively) amongst non serious events, following essure (fallopian tube occlusion insert) insertion. About five years after insertion, her physician advised her that device had migrated. Pelvic infection, genital haemorrhage and device dislocation are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Furthermore, even though essure system is sterile, it can be a vehicle for microbial transport due to bacterial contamination during insertion. Given the temporal relationship and the absence of alternative explanation, a causal relationship between infections and heavy bleeding and essure cannot be excluded. The term migration is often reported when essure coils location is not known. Despite of the onset date of device migration is also not available, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 26-oct-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who experienced heavy bleeding and infections (interpreted as genital haemorrhage and pelvic infection respectively) amongst non serious events, following essure (fallopian tube occlusion insert) insertion. About five years after insertion, her physician advised her that device had migrated. Pelvic infection, genital haemorrhage and device dislocation are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Furthermore, even though essure system is sterile, it can be a vehicle for microbial transport due to bacterial contamination during insertion. Given the temporal relationship and the absence of alternative explanation, a causal relationship between infections and heavy bleeding and essure cannot be excluded. The term migration is often reported when essure coils location is not known. Despite of the onset date of device migration is also not available, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), genital haemorrhage ("heavy bleeding") and device dislocation ("device had migrated") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010), gravida, gestational hypertension, vaginal delivery and labor pain. Concurrent conditions included obesity, postpartum state, depressive disorder, menometrorrhagia, right lower quadrant pain, uterine bleeding and ovarian cyst since (B)(6) 2015. Family history included malignant neoplasm of endocervix (mother), breast cancer (unspecified relation) and uterine cancer (unspecified relation). Concomitant products included anaesthetics (anesthesia). In 2010, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pain"), migraine ("migraines"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and investigation noncompliance ("she did not undergo essure confirmation test"). At the time of the report, the pelvic infection, genital haemorrhage, device dislocation, pelvic pain, migraine, menorrhagia, vaginal haemorrhage and investigation noncompliance outcome was unknown. The reporter considered device dislocation, genital haemorrhage, investigation noncompliance, menorrhagia, migraine, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: dates of insertion: (B)(6) 2010, (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Streptococcus test - on (B)(6) 2010: positive . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-jan-2018: pfs and medical record received: new reporters, patient demographic information, historical conditions, concomitant conditions, family history, product indication amended, concomitant medication, new events vaginal haemorrhage and menorrhagia added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.